Event description:
It was reported that the customer experienced a malfunction alarm on their pump, specifically with malfunction code 16. The customer's blood glucose level reached 360 mg/dl but did not exceed 500 mg/dl, indicating it was within a manageable range. Technical support provided help to reset the pump, but the issue persisted, leading to the decision to replace the pump. The customer was instructed to use multiple daily injections (mdi) as a backup therapy. They were informed that a replacement pump with updated software would be sent, and training would be available through their tandem source account. Instructions on returning the malfunctioning pump and putting it into storage mode were also communicated, ensuring the customer understood and acknowledged these steps.